Manufacturer narrative:
A product investigation was completed: the investigation of the complaint connecting screw has shown that the complete length of the threaded shaft is broke off. The broken piece was not returned. Otherwise no other damages are visible apart from slight wear and tear. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in january 2013. Failure in material or production could not be detected. The broken surface is homogenous what indicates material conformity as well. Unfortunately we are not able to determine the exact cause of the breakage. It is likely that the instrument broke due to a mechanical overloading situation in combination with extended lateral stress. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 16, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a coupling screw broke during a dynamic hip system (dhs) procedure on (B)(6) 2015. The surgeon was attempting to place the sliding screw with the coupling screw when the threaded end of the device broke. The broken device was removed from the patient and an alternate device was used to complete the procedure. No reported surgical delay. Patient was not affected and is reportedly ¿fine¿ postoperative. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.